Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned as of 22 november 2019 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch #9119568. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200821997] noted for raised hubs. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of 0.3ml 31gx6mm u-100 insulin syringe experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 328521, batch no. 9119568, unknown. It was reported that needle hub separates into shield. Verbatim: issue(s): found the needle to stay within shield when removed needle shields from 2 different boxes. Lot #: 9119568 & unknown. Item #: relion syringe 6mm, 31g, 31/0mlcc. Date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9119568, medical device expiration date: n/a, device manufacture date: 2019-06-20; medical device lot #: unknown, medical device expiration date: n/a, device manufacture date: unknown.

Event description:
It was reported that an unspecified number of 0.3ml 31gx6mm u-100 insulin syringe experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 328521, batch no. 9119568, unknown. It was reported that needle hub separates into shield. Verbatim: issue(s): found the needle to stay within shield when removed needle shields from 2 different boxes. Lot #: 9119568 & unknown, item #: relion syringe 6mm, 31g, 31/0mlcc, date of event: unknown.